Manufacturer narrative:
The device was discarded by customer. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified and an investigation cannot be performed. The manufacturer internal reference number is: (B)(4). This is the second of two complaints for the same patient, related MDR number: 3011649314-2024-00851.

Event description:
A healthcare professional reported that an inclusive mini implant o-ball failed. The patient's bone quality is type I and the patient's oral hygiene is reported as excellent. The patient presented on (B)(6) 2024 for a primary procedure on tooth #29. The patient reported the issue on (B)(6) 2024 and returned on (B)(6) 2024 within three weeks of implant placement with complaint of pain. Upon examination the provider noticed the implant failed to osseointegrate due to fitting issue. The implant was removed and replaced. Per the reported information there are no preexisting medical conditions. No reports of patient harm or injury.

Manufacturer narrative:
A non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6137374 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for lot#6137374 is not applicable for review since the issue is customer related. Investigation methods/results: device was discarded by the customer and cannot be returned. However, the non-visual device investigation has been completed. Root cause: probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone, and affects the success rates of bone grafts. The manufacturer internal reference number is: (B)(4).